Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported a loss of symptom relief. It was reported that the patient fell in (B)(6) 2018, but their symptoms were fine until after they had an MRI 3 months prior. The impedances were tested and the following impedance results were reported: c0 1742 ohms c1 645 c2 871 c3 1072 01 1051 02 1322 03 1771 12 1172 13 1501 23 1771ohms 3-0+ program 4.6 volts therapy measurement 1302 ohms 46-89% 15-29 months the healthcare provider was going to reprogram the device. No further complications were reported or anticipated. [Omitted information from (B)(4): poor comm with patient programmer]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported they were not able to reprogram his ins as his patient programmer was not working properly.